Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure, the pacemaker failed to stream egms to the programmer despite good rf signal. During this period, intermittent pacing dropout was also noted so little troubleshooting was possible. Furthermore, rf communication dropout was noted twice during the procedure. The device was reprogrammed but the issue was not resolved. After an rf dropout instance, it was noted that the device did not pace. The device was immediately interrogated and was found to be in backup mode. The device was replaced. The patient was stable.

Manufacturer narrative:
The complaint of bvvi reset was confirmed and wireless communication and imprecise measurements problem were not confirmed. Analysis of the device image indicates backup occurred due to an event queue overflow. Device code was reloaded with no issues. Analysis performed did not find any anomalies, and battery voltage was still in the range of normal operation. As a result of this finding, abbott is performing further investigation.